Event description:
Boston scientific crm received information that this patient's pacemaker pocket was red and irritated. An exploratory procedure was performed to assess the clinical observation. No infection was confirmed.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.